Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) on (B) (6) 2010. The lens has low vault and the surgeon is planning on explanting the icl. The pt's current va is 20/40.

Manufacturer narrative:
(B) (4).